Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The malfunction code could not be reset, and technical support arranged for pump replacement.